Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, uterine hypertrophy, angioedema, allergic rhinitis and mitral valve prolapse. Previously administered products included for an unreported indication: provera. Concurrent conditions included loop electrosurgical excision procedure. Family history included diabetes. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2016, ethinylestradiol; norgestimate (mononessa) from (B)(6) 2017, ethinylestradiol; norgestimate (sprintec) since (B)(6) 2017 and tranexamic acid from (B)(6) 2017 for excessive menstruation as well as azithromycin (zithromax) since (B)(6) 2018, ceftriaxone sodium (rocephin) since (B)(6) 2018, codeine phosphate; paracetamol (tylenol with codeine) since (B)(6) 2015, epinephrine, epinephrine (epipen) since 2015, fluconazole (diflucan) since (B)(6) 2015, ibuprofen since 2015, sulfamethoxazole; trimethoprim (microbid) since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and bladder disorder ("bladder problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2017, the patient experienced the first episode of dermatitis allergic ("rash from nickel allergy") and the second episode of dermatitis allergic ("rash from nickel allergy/ unknown skin rash"). On an unknown date, the patient experienced cystitis ("bladder infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (a total vaginal hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, cystitis, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding, the last episode of dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: patient received treatment for bladder infection and vaginal discharge received treatment for menorrhagia, vaginal bleeding, uti, vaginal infection, dysmenorrhea, pelvic pain, abdominal pain, insertion details-coils right: 2, coils left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (per pfs). Result - essure devices are present bilaterally and appear to completely occlude the fallopian tubes. There is no visualization of contrast within the fallopian tubes (per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received - new reporter, concomitant drug, medical history, insertion details, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.